Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the battery of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery was returned to the manufacturer for analysis. The returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups ran for almost three minutes before shutting down. The battery should power this load for at least three minutes. The battery does not have a sufficient charge. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the uninterruptible power supply (ups) on the system was no working. The site was able to get it working by bypassing the ups. The manufacturer representative confirm that the battery was bad on the system, the ups audibly clicks when plugged in but backup battery does not hold a charge. No patient was present at the time of the event.